Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two (2) severely bent grips, causing misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips did not have cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not apply the clip. The procedure was completed with no reported injury.